Manufacturer narrative:
Still images received. The images capture the lesion site in the lca as reported by the account. The inflation of the nc euphora 4.0 x15mm balloon is captured by the second image, and the subsequent lesion site after inflation is captured by image 3. In the fourth image, the nc euphora balloon appears to be inflated at the lesion site but the contrast is only visible in the proximal end of the balloon the distal end of the balloon appear to contain air. There is no evidence of leaking of contrast from the still image. Therefore the balloon burst cannot be confirmed from the images but the fourth image appears to suggest that there was an issue with inflation of the balloon. It appears most likely that the fourth image captures the burst nc euphora at the lesion site. Product analysis: there were kinks along the hypotube 19.8cm and 81.5cm distal to the strain relief. The device returned with the balloon folds open and residue present inside the balloon. The device failed negative prep. Upon pressurisation of the balloon, a leak was observed on the proximal balloon pillow. There was a short, longitudinal tear with a lead in scratch proximal to the tear site. There was no deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a nc euphora balloon. The target lesion was in the lca : tubular eccentric 80% ln of lad. No damage noted to device packaging or issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device was being used to post-dilate a deployed 3.5x18mm stent. It was reported that a balloon rupture occurred during balloon inflation before rbp. 15 atm was applied prior to the balloon burst. The burst occurred on a subsequent inflation. The device was not moved or repositioned prior to the burst. The physician completed the procedure with an unknown brand device. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.